Event description:
In june 2004 the patient called lfs alleging that their one touch basic original meter had been prompting the battery symbol for approximately 1 month. During that time they had replaced the battery; however, the meter continued to prompt the battery icon. During the time of concern they had been having symptoms associated with their stomach and dizziness. They were unable or unwilling to indicate if they attempted to the test with the reported meter while experiencicg symptoms. They reported that they tested with an accucheck meter and took insulin; however, no results were provided. Only today, prior to calling lfs did the patient call and schedule an appointment with a physician. The patient neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting. Patient's meter was replaced.